Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer reported that due to receiving an error message on their precision xtra and, hence, being unable to monitor his blood glucose, he began sweating and went to a local hospital where he got diagnosed with hypoglycemia and treated intravenously with unknown solution. There was no report of death, permanent impairment or mistreatment associated with this event.